Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was not able to see the imaging system's trackers. The reference frame was visible. The site tried rebooting the system without resolution. The site aborted use of the system.